Event description:
The customer reported via phone call that he was hospitalized due high blood glucose. The customer's blood glucose was 128 mg/dl. The customer is experiencing symptoms of severe headache and leg cramps. The customer was treated with insulin pump. The customer was admitted to the hospital. The customer does not want to troubleshoot because the device was being replaced already.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.